Manufacturer narrative:
Additional information received on 02/15/2023. Investigation finalized on 02/26/2024: a getinge field service engineer (fse) confirmed and stated that the device had battery issues. In order to resolve issue replaced batteries. Done performance and safety measurements. Unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump unit has battery issues. No patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.